Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years of post deployment, an x-ray chest was performed for shortness of breath, which showed inferior vena cava filter was noted. A computed tomography of abdomen and pelvis was performed for lower quadrant pain, which showed incidental note of inferior vena cava filter whose prongs protrude outside the margins of the vena cava. Around one year and eleven months later, a small bowel study was performed for abdominal pain, which showed inferior vena cava filter was noted at the l2 and l3 vertebral bodies. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava, bowel and duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.